Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Granuloma is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 2 cc of juvéderm vollure¿ xc and 1 cc of juvéderm® ultra in the nasolabial folds and perioral rhytids. About 11 months later, the patient noticed hardness in the face, slightly tender. Biopsy confirmed foreign body reaction to the filler. ¿patient had a mitral valve go bad recently (not related to dermal filler), has a tender nodule on [the] right abdomen.¿ symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00086 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra.